Event description:
The doctor inserted the device into the pt's liver. He then fired the device and pulled it out. There was no sample. Upon examining the device, a piece of metal bent back 90 degrees. The pt had (B)(6); therefore, the device was discarded after pictures were taken of the device. The hosp kept the pt to examine as this piece cut the liver as it was removed. The pt was discharged in stable condition with bleeding no one than they anticipated.

Manufacturer narrative:
The device was discarded at the hosp, and therefore, they were unable to send the device for further investigation. Pictures were taken by the hosp of the device prior to discarding it. The hosp sent the pictures of the device for investigation. The pincer is bent back 90 degrees as stated by the user. A review of dhrs found no related defects during in-process inspections for the past 24 months. A review of complaints found related complaints in the past 24 months. A potential root cause for the defect reported is if the instrument hit dense/hard tissue, as determined in previous complaints. A box was pulled from inventory for further testing. The devices were test cocked and fired five times each into beef kidney with no defects noted. We were able to duplicate the defect by causing damage to the pincer while the device was in the cocked position. The damage would occur in the cocked position as stated because the pincer has not dove into the window to cut the sample; as would be experienced if the device hit a hard/dense tissue. If this occurs, once the device is fired in the tissue, the pincer would bend back as experienced; opposed to diving into the window as intended. Our dfu states that the biopince instrument is for use only for cure biopsies of soft tissue, such as liver, kidney, abdominal masses, etc. A calcified lesion in tissue may cause damage to the device as reported.